Manufacturer narrative:
The suspect components were returned to the manufacturer for evaluation. Visual inspection found that the key had broken off and that the standoffs that hold the dongle were damaged.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the reported issue as the key would not come out. The key switch assembly and wiring harness was replaced and the issue resolved. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure, it was reported that the key has broken off in the imaging system in the on position. There was no patient present when this issue was identified.